Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device evaluation, the service repair center identified white residue on both sides of the channel ,cause not established. Also found and intermittent/flickering of the image caused traced to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the presence of white residue on both sides of the channel. Based on the results of the investigation, the most probable cause could not be established. The most probable cause of the intermittent/flickering image was determined to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.